Event description:
There was an allegation of a questionable cea elecsys e2g result from the cobas e 801 analytical unit. The initial result was 6.74 ng/ml and was reported outside of the laboratory to the patient who complained about the result. On 13-nov-2023, the same sample was repeated and the result was 0.837 ng/ml.

Manufacturer narrative:
The reagent lot number was 725519. The expiration date was requested but was not provided. The calibration and qc data were acceptable.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The provided data do not indicate a reagent or instrument issue. The event was consistent with a preanalytic handling issue by the customer.